Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported that on (B)(6) 2015 she went to have her tumor removed in her abdomen. The patient stated she had a mesh for ten years and it caused her to have a tumor. She stated she ended up having a 3-4 inch hole in her hip at the implant site, and the site was burnt. She turned her implant off and she didn¿t have her patient programmer (pp) with her at the hospital. The patient went back to the doctor to monitor, but the site just would not heal. On (B)(6) 2015, the doctor went in to remove the burnt tissue and also the implantable neurostimulator (ins), and he closed the wound. The patient stated the implant site still hurts on the inside. She lost the ability to walk on the left side, since any pressure on the left side would cause her to fall. The patient stated the bone might be damaged. The patient has to use a walker and a cane. The patient was wondering who was liable for her situation. It was re viewed that the implant should be sent in for analysis to determine if the implant was the cause of the issue. The analysis would be sent to the health care professional (hcp) when it¿s finished. The patient stated the hcp put the ins in a bag. This was a sudden change in therapy/symptoms. Medical history includes non-malignant pain. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider (hcp) stated that he spoke with the device manufacturer's representative (rep) who was aware of the issue. The rep was notified of the burn issue a while ago by the hcp. The rep did not have the ability to go back that far and look up specific dates because, it had been a while. The hcp told the rep that the patient had a non-spinal cord stimulation (scs) related surgery at some other hospital that was performed by some general surgeon. That surgery resulted in the patient experiencing burns. The hcp asked the device manufacturer to stay away from the patient after that surgery due to non-scs related health issues the patient was having. It could not be confirmed or denied whether someone from the device manufacturer ever reprogrammed the patient. If additional information is received, a supplemental report will be submitted.